Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for one patient. The initial magnesium result was 8.8 mg/dl, caught by middle ware and rerun by customer and the repeat result was 2.1 mg/dl. The patients previous result from a different sample and a different day was 1.7 mg/dl (reference range 1.7 to 2.5 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, manually cleaned the cuvettes, calibrated the reagent probes, replaced the cuvette wipers, and replaced the r1b mixer due to scratches on the mix paddle. No additional discrepant result issues have been reported since the service activity was completed. The mixer was determined to be the cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the mixer. Based on all reviewed data, a product deficiency was not identified.